Event description:
Per the clinic, the patient experienced infection at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). The abutment was removed on (B)(6) 2025. The patient was reimplanted with a transcutaneous osia implant system at a new site.